Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump battery dropped from 55% to 5% within 10 minutes. In addition, the customer was having difficulty charging the pump. Customer reported blood glucose level was 239 (mg/dl). Reportedly the customer has manual injections as alternate insulin therapy until the replacement pump is received.